Event description:
It was reported that during surgery, the impactor head of the positioner/ impactor broke off after the surgeon used a mallet. There was a backup instrument to complete the surgery without delay. No one was harmed during the surgery. No other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual examination of the returned device confirmed that a welded region fractured, disconnecting the handle from the shaft/body. A review of the manufacturing records for the provided batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from fatigue loading of the weld joint caused by repeated impacts, prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.